Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The device met all functional and visual specifications. The complaint could not be confirmed.

Event description:
It was reported that during a cardiac tissue ablation case, pro2 (35mm)-before introducing the clip into the body, it was opened and closed 4-5 times to ensure it was working properly. Then the clip was properly placed at the base of the laa and deployed. When attempting to remove the hand piece from the body, the distal end (open/close casing) would not close. The hand trigger was squeezed multiple times and the distal end of the hand piece remained open. To remove the hand piece from the body the incision was extended.